Event description:
It has been reported to company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician then inserted the stent delivery catheter and successfully placed the stent. The physician then noticed that the occlusion balloon had deflated unexpectedly. The physician was unable to aspirate the vessel. The case was completed and the device was removed. The patient is reported to be fine.